Event description:
It was reported that the prescription "frequency" is not the same as entered in the two scenarios below: assign pack up type order with frequency to pt. Assign care plan containing pick up type order set with frequency to pt. There was no pt involved at the time of the event. No further info was reported.